Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between the ipg and external devices. Follow-up information revealed the patient's programmer reflected a battery low/stim off message. Subsequently, the patient will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient's fiancé clarified on 10/28/2016, that initially the patient's ipg was unable to communicate between the programmer or the charger. However, the ipg was able to communicate with the programmer, but the device was still unable to communicate with charger. In turn, a replacement charging system was sent to the patient to address the issue. Upon receipt of the new charging system, the patient was able to establish communication between the ipg and the charger. In addition, stimulation was also restored.